Event description:
The complainant reports an under delivery. The intended delivery amount was 170ml, however, the pump delivered approximately 100ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.